Manufacturer narrative:
The sample has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. The lot number is not known, therefore a batch review cannot be performed. A review of the labeling for product (B)(4) was conducted and the label contains appropriate cautions, warnings and instructions for use. Trending was conducted for the reported issue and similar reports have been received. Baxter continues to monitor similar reports to determine if further action is required. (B)(4).

Event description:
The customer returned an elcam three-way large bore stopcock, for evaluation related to leak condition. It is unknown if the leak occurred during patient use. There was no patient injury or medical intervention associated with this report. There is no additional information available.

Manufacturer narrative:
(B)(4). A customer sent in one actual sample for an evaluation. During a visual inspection a crack was noticed in the elcam three way large bore stopcock. A functional and pressure test at 8psi was performed on this unit in which it failed. The root cause of this confirmed reported condition remains unknown. A batch review cannot be performed since there was no lot number provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).